Event description:
Patient underwent a revision due to pain approximately ten months post implantation due to pain. During the revision procedure cloudy yellow fluid was noted, which the culture reported as staphylococcus aureus.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: unknown femoral component; unknown tibial component. Complaint sample was evaluated and the reported event could not be verified. Articular surface exhibits wear and damage from its removal. Additionally it was noted that the dovetails of the articular surface were flared, indicative of proper insertion of the device. A dimensional analysis was conducted as well and found that the device was conforming to print specifications where measured. DHR was reviewed and no discrepancies were found. A complaint history review was performed and identified nine additional complaints for this device for the same or similar issue. However, single-use sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better, therefore, it is highly unlikely that the specified device caused any patient infection. The complaint was not confirmed and device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.